Event description:
It was reported the procedure was to treat a left anterior descending artery. During the procedure the 4.5x20mm nc trek balloon dilatation catheter (bdc) was inflated to 14 atmospheres; however, did not deflate. It was noted the balloon became stuck in the right radial artery as it was removed inflated. The unspecified guide catheter and guide wire had to be removed first, then the bdc was removed with difficulty. No other device was used to complete the procedure. There was no adverse effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported failure to deflate was not confirmed. The reported difficulty to remove could not be replicated in a testing environment as it was based on circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported failure to deflate; however, the reported difficulty removing the device appears to be related to circumstances of the procedure. Possible factors that may contribute to failure to deflate include, but are not limited to, deflation technique, tortuous anatomy, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. A conclusive cause for the reported failure to deflate could not be determined since the complaint could not be confirmed during return analysis. Furthermore, it is likely that the balloon failure to deflate contributed to the reported difficulty removing the device. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is returning for analysis; however, has not been received yet. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported the procedure was to treat a left anterior descending artery. During the procedure the 4.5x20mm nc trek balloon dilatation catheter (bdc) was inflated to 14 atmospheres; however, did not deflate. It was noted the balloon became stuck in the right radial artery as it was removed inflated. The unspecified guide catheter and guide wire had to be removed first, then the bdc was removed with difficulty. No other device was used to complete the procedure. There was no adverse effects reported and no clinically significant delay reported. No additional information was provided.